Event description:
Patient reported experiencing elevated blood glucose levels of hi from (B)(6) 2013 to (B)(6) 2013 with symptoms of dizziness, thirst, and 3+ ketones for reasons unknown. Patient's normal blood glucose range was not provided. Patient stated she took correction after changing the insulin cartridge and infusion set of the infusion device; no success. Patient reported on (B)(6) 2013 she switched to her second infusion device and her blood glucose level at this time is okay. Patient stated, she thinks the infusion device delivery is too low. No further information is available. There is no report that the patient required assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: all programmed boluses were delivered. All errors and alerts are triggered correctly by the pump. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.